Event description:
It was reported that the patient's blood glucose levels reached 500 mg/dl while wearing the pod for more than 48 hours. When removed from the infusion site back, the pod's cannula was found bent. As treatment for hyperglycemia, a new pod was applied and water was consumed.

Manufacturer narrative:
This is a duplicate submission of supplemental report 3004464228-2022-04470 patient identifier:(B)(6). The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Initial report 3004464228-2022-04470 is as follows: we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.